Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that, the patient experienced issue of infusion sets cannula being kinked on (B)(6) 2024.this issue led to an increase in blood glucose level of 219 mg/dl, and treated with correction doses. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.